Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.   (B)(4).

Event description:
Same case as maude report ID mw5077988. It was reported that tip detachment occurred. The target lesion was located in the calcified right coronary artery. A stent was advanced but the physician failed to deliver the device due to significant calcification. The decision was made to use a 300 cm st mailman¿ guide wire in the buddy wire technique. The stent was successfully delivered and deployed. However, it was noted that the mailman¿ buddy wire was trapped between the stent and the vessel. The physician attempted to remove the wire but it sheared and a portion of the wire remained. Snaring was attempted but was unsuccessful. The detached fragment was removed via surgery. No further patient complications were reported.